Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party's service center, the service technician performed the oxygen blending module (obm) gasket test step on the device, and the device failed this test step during testing. The service technician replaced the device's blower to address the issue. After replacing the part on the device, the service technician re-performed the full test, and it passed on the device. Additional findings not related to the malfunction/issue the service technician observed damage to the front and rear enclosure cases. The service technician replaced the front and rear enclosure cases to address these issues.